Event description:
It was reported that the ventilator generated an alarm indicating low expiratory volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, during use on patient the ventilator generated expiratory volume low alarm, respiratory rate values was 50 and volume waveform shown that the expiration was impeded and end tidal co2 was lost. The reported issues were noticed when the patient was manually bagged. After three times reproducing the issue, the user changed the ventilator. The technician checked the device and did not find any deviation. The issue was not reproduced during on-site visit. The device passed all performance tests and ready to be put back into clinical use. No part was replaced. The provided device's logs confirm occurrence of ventilation issues before reported date of event. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. The logs show that the ventilator generated several alarms: airway pressure high, peep high, peep low, respiratory rate high and expiratory minute volume low. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The issue was decided to be reported as it may lead to insufficient ventilation or no ventilation to the patient. The root cause of the reported alarms has not been determined.